Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a single anastomosis gastric bypass procedure, while on first firing of stomach resection, the green light illuminated when the instrument was closed. The button was pressed, and the green light was flashing. When they pressed down on toggle, the stapler beeped once and would not proceed to place staples and green light stopped flashing. They tried again to press, same occurred. The reload was removed and reloaded, same occurred. New reload was loaded, with existing shell, adapter and handle, and used successfully. On inspection, the staples cannot be seen to have started to deploy. There was no patient injury.